Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no frayed cable observed during visual inspection. Additional unrelated observation: the instrument was found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed an electrical continuity test. Components adjacent the damaged wire insulation do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction(s): d4. Lot number: k10241024 0295. H8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.